Event description:
The nursing instructor and a student were completing the set up for a straight catheter. Upon inserting the catheter into the pt, it was noted that the catheter was leaking. Immediately the catheter was removed. Catheter was in one piece when it was removed. The catheter was removed and as they were examining the catheter they found that it was frayed in multiple areas along the catheter almost breaking in half as they examined it more. There was no harm to the pt. This issue was brought to the attention of the unit manager who insepected all other catheters on the unit and none of them appeared to have this defect.